Event description:
In 2009, a consumer had essure implanted to prevent getting pregnant. Her hysterosalpingogram showed her tubes were blocked, but she became pregnant. She experienced cramping and a pain in her side during the pregnancy. In (B)(6) 2010, after the birth, she had her tubes removed. Over the next two years she had severe pain in her side, irregular periods, clots, heavy bleeding, and headaches. She needed a heating pad every day for pain as it was hurting to walk and bend over and she had to take a lot of motrin. She was passing heavy clots of blood about a golf ball size on and off. Since reported feeling miserable since essure insertion and even after having her tubes removed. In (B)(6) 2013, she had a hysterectomy. Pictures of her uterus showed 2 pieces of coil inside the uterus, one on each side. Her uterus was also extremely enlarged - it was supposed to be 60, but it was 130 (units not specified). All symptoms resolved immediately after surgery.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.